Event description:
Midway through the bypass procedure, the tubing in the arterial pump split. The leak was minimal and they were abale to complete the case with the damaged tubing. Blood loss was minimal and there was no additional blood or intervention required to complete the case. There was no patient detriment.